Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the capture threshold is better in unipolar than in bipolar. There are no signs of noise or over sensing. The device is still in use. No patient complications have been reported as a result of this event.